Event description:
It was reported that oversensing and high impedance were observed. Oversensing was reproducible with breathing maneuvers. The system was explanted.

Manufacturer narrative:
No medwatch form was received the reported high impedance was confirmed in the laboratory and was caused by a broken ground case wire.